Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a loose drive support cap from the insulin pump. The customer's blood glucose reading was 300 mg/dl. The customer stated that during "fill tubing," insulin spattered and numbers did not appear on the screen. After pressing the act button, the customer received compromised force sensor system alarm. The insulin pump will be returned for analysis.